Manufacturer narrative:
Device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-08063. It was reported that the patient ((B)(6)) experienced heating while charging. As a result, surgical intervention may be pending to address this issue. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2, reference MFR report: 1627487-2017-08063. Follow up revealed that issue has been resolved by replacing the patient's charger.